Event description:
It was reported that there was no image of the balloon. A stingray lp catheter was selected for use. During the procedure, it was noted that there was no image of the balloon after the balloon entered into the patient's body. The procedure was completed with another of the same device. There were no complications and the patient's condition was stable post procedure.

Event description:
It was reported that there was no image of the balloon. A stingray lp catheter was selected for use. During the procedure, it was noted that there was no image of the balloon after the balloon entered into the patient's body. The procedure was completed with another of the same device. There were no complications and the patient's condition was stable post procedure. It was further reported that the target lesion was located in the left anterior descending artery. The device was completely removed from the patient without any intervention.

Event description:
It was reported that there was no image of the balloon. A stingray lp catheter was selected for use. During the procedure, it was noted that there was no image of the balloon after the balloon entered into the patient's body. The procedure was completed with another of the same device. There were no complications and the patient's condition was stable post procedure. It was further reported that the target lesion was located in the left anterior descending artery. The device was completely removed from the patient without any intervention.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The shaft, tip, markerbands, and balloon were microscopically and visually examined. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. Inspection of the device presented no damage or irregularities to the device. The balloon and shaft were cut to get to access to the markerbands for testing. The material of the markerband was tested using the sem/eds. The markerbands were verified to be platinum, which is the correct material for the markerbands. There was no evidence of any damage or irregularities contributing to the reported no image of the balloon while in the patient, which could not be confirmed because the clinical circumstances could not be replicated.